Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an abdominal abscess drainage, air was leaking from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter between the catheter and mac-loc. The device was removed and replaced with no complications. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information received identified this event involved two devices (same lot) that leaked and both occurred on the same patient. Additionally, the location of the procedure was the abdomen. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification/functional testing of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the presence of leak between the cap and the tubing. Removal of the cap revealed that the suture string became entangled in the threads. Removal of the flare revealed a round slightly damaged flare. Twist and tug revealed the cap is securely attached to the hub and the tubing is secure in the cap. It could not be determined if the slightly damaged flare was manufactured out of specification due to compression within the cap, potential damage upon removal from the cap, or damage during procedural use of the product. Bio matter on the exterior of the catheter tubing indicated the device had been used. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. It cannot be determined with certainty why the catheter was leaking from the hub. It is reasonable to suggest that the slightly damaged flare noted in the device failure analysis could have attributed to the failure. This failure mode has been escalated per internal processes. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required.